Event description:
Philips sends what seems like a daily email with "no useful information" regarding my recalled respironics apap. The email says "order being processed" and "will take up to 12 months" (which is not really an "active" order processing action). I called philips and the call center person was most unhelpful. FDA safety report ID # (B)(4).